Manufacturer narrative:
Eval summary: the device is an automated external defibrillator (AED) and the actual device involved was evaluated. Testing confirmed that the reporter's complaint that the device would not operate on battery power. Investigation found that the malfunction was caused by a failed a relay on the power supply board. Replacement of the relay restored normal device operation. The repaired device subsequently passed all acceptance testing and was returned to the customer.

Event description:
The customer stated that the device would not turn on under battery power; it would only operate when plugged into ac power. The problem was discovered during equipment checkout and there was no patient involvement.